Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the single aneurysm was located in the anterior circulation in the ica rear communicating artery. The aneurysm was not ruptured. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the devices used in the procedure were prepared as indicated in the instructions for use (IFU). The patient is recovering well and had no symptoms associated with the transient ischemic attack (tia)/stroke or the dissection. No action was taken to address the tia/stroke stent was implanted to treat/resolve the dissection. The identifying information of the navien and phenom catheters was not available and the devices are not available for return.

Event description:
Medtronic received a report that the patient experienced artery dissection during procedure with moderate severity. Other surgical I intervention was required to prevent permanent injury or impairment. The artery dissection resolved on (B)(6) 2024. The investigator assessed the artery dissection as not related to the devices and causally related to the procedure. There was no assessment for pro duct/therapy/procedure relatedness made by the sponsor or clinical events committee (cec). Additionally, on (B)(6) 2024 the patient experienced transient ischemic attack (tia)/stroke. The investigator assessed the tia/stroke as probably related to the device and procedure. There was no assessment for product/therapy/procedure relatedness made by the sponsor or cec. The tia/stroke resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.